Manufacturer narrative:
There was no pt detriment, and the hosp chose not to provide any pt info. The device involved in the incident was not returned to the manufacturer. However, the engineering drawing for the pack was reviewed relative to the customer's detailed description of the incident. The incorrect placement of the clamp can lead to the incorrect setup and ultimately the incorrect cardioplegia ratio as described by the customer. Retraining of the production operations involved in assembling this catalog and lot number has occurred in response to this event. The custom pack design is being modified slightly to provide add'l distinguishing characteristics to the two lines that identify to the end-user which ratio they are selecting.

Event description:
This custom pack is designed to allow the user to select between two different ratios of cardioplegia (4:1 or 1:4). During the procedure, the perfusionist selected the line with the identifying clamp and attached it to the cardioplegia solution. Instead of giving the ratio of cardioplegia (4:1) that the user expected, the ratio delivered was actually the opposite ratio of 1:4. The customer determined that the identifying clamp had been placed on the incorrect line (an 18" length of tubing) vs. The required line (a 22" length of tubing). With the clamp assembled to the wrong line, the customer administered the incorrect ratio of cardioplegia solution. The error was discovered by the customer. There was no pt detriment and no add'l treatment was required.